Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly the customer reverted to an alternate method of insulin therapy. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.